Event description:
Boston scientic received information that this implantable cardioverter defibrillator (ICD) displayed a high out of range shock impedance measurement. There were no adverse patient effects reported.

Manufacturer narrative:
This ICD remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.